Manufacturer narrative:
The field service engineer was not able to find a cause. He checked and adjusted multiple parts of the analyzer. He ran performance testing and the customer ran qc with acceptable results. There was no indication for a performance issue of reagent or instrument as qc results were acceptable. The analyzer alarm trace had one sample liquid level detection alarm near the time of the event. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable anti-tshr elecsys result for one patient sample from the cobas e411 disk. The initial result was >40 iu/l. The repeat results were <0.8 iu/l and <0.8 iu/l. The repeat result was believed to be correct and reported outside of the laboratory. The reagent lot number was 521232. The expiration date was requested but was not provided.